Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time and inadequate design specifications and manufacturing specifications. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that at pre-surgery, it was observed that the battery reciprocator device had no power at all. During in-house engineering evaluation, it was determined that the device had no power, the electronic control unit was damaged, no output voltage, the gear was damaged (cracked ball) and the motor was worn (strong vibration). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.